Manufacturer narrative:
One photograph of a used product was provided for evaluation. Upon inspection of the photograph, the investigator determined that the tube was kinked at its midpoint. The manufacturing facility performed a review of the manufacturing process. The review showed that the tube curving process was being performed as per procedures. The manufacturing facility also performed an in-process visual inspection of 32 products that were in the assembly area: this inspection showed no issues with the products being assembled. The tube radius of each sample was found to be correct. The investigation confirmed the product issue (kinking) had occurred but could not confirm the issue occurred due to a manufacturing or supplier issue.

Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a portex® clear pvc soft seal® cuff tracheal tube had severe kinking, which caused airway obstruction after 8 minutes of use. The occlusion occurred while the patient was being anaesthetized. Upon inspection, it was observed that there was a kink at the level of the oropharynx when the device was in situ. It was noted that once kinked, the deformation was retained, and the reporter believed that the plastic formulation was incorrect. The tracheostomy tube was changed promptly. No patient injury was reported.